Event description:
Initially it was reported by arjohuntleigh representative that the caregiver was transferring the pt from the bed to the wheelchair and while lowering the pt to the wheelchair, the t-bar released from the jib assembly. The pt was over the wheel chair and fell into the wheelchair. No injury to the pt or caregiver occurred as a result of this incident. Resident went to ER as a precaution.

Manufacturer narrative:
This report is being filed under exemption e2012067 by arjo hospital equipment ab on behalf of the importer arjohuntleigh, inc. (Ahus). Additional info will be provided upon completion of the MFR's investigation.